Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known possible adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a decrease in compound motor activation potention (cmap) amplitude while ablating the right superior pulmonary vein (rspv). The diaphragm was observed to have raised and diaphragmatic movement was not synchronized between both sides. Following the procedure, diaphragmatic elevation was slightly more notable than observed during the procedure. During follow-up one week post procedure the patient had symptoms and the right side of the diaphragm was still elevated.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a decrease in compound motor activation potention (cmap) amplitude while ablating the right superior pulmonary vein (rspv). The diaphragm was observed to have raised and diaphragmatic movement was not synchronized between both sides. Following the procedure, diaphragmatic elevation was slightly more notable than observed during the procedure. During follow-up one week post procedure the patient had symptoms and the right side of the diaphragm was still elevated.

Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known possible adverse event for catheter ablation procedures disclosed in product labeling.